Event description:
It was reported that a patient presented with lead noise noted on the right ventricular lead. Additional investigation noted infection on the device. During the surgical procedure, the lead was noted to have insulation damage, but was stable electrically. The lead was kept in place. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b5: initial b5 should reflect lead being repaired.

Event description:
It was reported that a patient presented with lead noise noted on the right ventricular lead. Additional investigation noted infection on the device. During the surgical procedure, the lead was noted to have insulation damage but was stable electrically. The lead was kept in place but was successfully repaired. No adverse patient consequences were reported. New information received notes that the lead noise was over-sensed. Programming changes were attempted but were unable to resolve the issue. There was no allegation from the physician that the infection was caused by the devices or procedure involving the devices.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.